Event description:
The customer observed architect error code 1006 (unable to process test, background read failure) and error code 1007 (unable to process test, activated read failure) when reaction vessel (rv) lots 70421p100 and 70601p100 were in use. The customer is an abbott employee in assay development for new reagents and uses the low level relative light unit panel as an assay parameter and observed the analyzer is not catching all static read errors for this panel. The abbott employee has the ability to review the analyzer data and has isolated the issue to the two lots of rvs in use. The employee forwarded the analyzer data to abbott for evaluation. The issue was resolved with a different lot of rvs. There was no impact to patient management.

Manufacturer narrative:
(B)(4), suspect medical device, lot #: additional suspect medical device lot #, 70601p100, expiration date, na. Concomitant medical products: architect analyzer, list # 1l86-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Additional architect reaction vessel lot, 70601p100, device MFR. Date: 11/10/08, expiration date: na. Continued from concomitant medical device: architect analyzer, list # 1l86-01, serial # (B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a (B)(4) resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the supplier's molding manufacturing process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to ensure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.